Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported following pushing the pca dose request button the pump alarmed and flashed red with message "system error and communication error". Pump turned off and back on however unable to restore any settings. Pcu and all 4 channels replaced / rescanned. There was patient involvement however no patient harm.